Event description:
It was reported that during a da vinci-assisted sacrocolpexy surgical procedure, the vessel sealer instrument had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a segment of the conductor wire sticking out of the wrist at the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed electrical continuity test and fa concluded the root cause of the dislodged conductor wire is attributed to a component failure. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have conductor wire insulation damage at the distal end. Electrical continuity was tested and passed. The root cause of conductor wire insulation damage is attributed to mishandling. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.